Manufacturer narrative:
The lay user/patient¿s meter has been returned and evaluated by lifescan product analysis with the following findings: the meter has passed all testing with no faults found. The reported issue could not be confirmed.

Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra 2 meter would not power on. The complaint was classified based on the customer service representative (csr) documentation. The patient reported the power issue began on (B)(6) 2017 at 9.00am. The patient informed the csr that she manages her diabetes with insulin (self-adjuster), it is not known if the patient took any action regarding her usual diabetes management regimen in response to the alleged issue. On (B)(6) 2017 at 5 pm the patient claims she developed symptom of ¿dizziness and sweating¿. The patient denies receiving any treatment/intervention in response to the symptom. At the time of troubleshooting, the csr noted the subject meter did power on manually with a button press. Based on the information provided, there was no misuse of the product. This patient was not using the meter for the first time. The csr was unable to walk through further troubleshooting as the patient had no test strips available. The products were requested back for evaluation and replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.